Event description:
It was reported that the patient presented via a merlin at home transmission showing post-paced t-wave oversensing. The patient did not receive therapy during the oversensing. The oversensing was noted on stored egm's. Programming changes were made. Patient did not feel any conditions/issues before, during or after the event.